Manufacturer narrative:
Eval results: fowler, fowler tube, outer housing assembly.

Event description:
It was reported by svc report that the fowler would not lock in place and could not be lowered. The customer could not determine whether there was pt involvement or adverse consequences occurred.